Event description:
The customer obtained falsely high troponin I results on a pt sample. Elevated results of this magnitude might initiate a cardiac catheterization. The sample was repeated and the results were negative. The physician reported no allegation of pt harm as a result of this event.